Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise and increased pacing impedance noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was stable. Further information was requested but none was received.